Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed as well as the test on global transmitter final functional tester was passed. Voltage testing was performed and the transmitter passed. The reported defect was not found with the returned transmitter. Performed share log review, transmitter failed. The reported loss of connection was confirmed. A root cause could not be determined.